Event description:
It was reported that intermittent cartridge alarms (alarms 20 and 30) occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 254 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.